Event description:
Received a communication from amazon product safety team regarding order# (B)(4). Product : mighty bliss electric heating pad, lot # 210903. Which has potential safety concerns. FDA safety report ID # (B)(4).